Manufacturer narrative:
Technical eval: visual - the product was returned without kinks or other damage observed. Functional - a 0.015" mandrel passed through the lumen. A 0.026" mandrel passed through the lumen. Conclusion: the cause of this incident cannot be determined. The catheter met all dimensional specifications that were measured. A possible cause could have been a sharp bend on the distal end of the wire. This could cause the wire to bend back on itself at the taper. This theory could not be investigated as the wire was not returned for eval. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
Upon removing the psc 026 from the packaging, a crack was noticed at the hub of the catheter. The catheter was never removed from the hoop and is being returned. The physician had trouble tracking the second catheter used in the case over the wire. After removing the catheter and wire from the pt, it was observed that the wire did not pass through the catheter. No kinks were observed. This MDR is associated with MDR 3005168196-2010-00153.